Manufacturer narrative:
Updated fields: b4, e1, g3, g6, h2, h6, h10, h11 corrected fields: b5.

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) had power supply failure. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g2, g3, g6, g7, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions, health effect - impact codes), h10, h11. Corrected fields: d1, d4, h6 (medical device - problem code, component codes). A getinge field service engineer (fse) was dispatched to evaluate the iabp and checked the power supply. The fse measured the 5v,12v and 29v on the power supply connector, but there was no output voltage and determined the power supply is defective. Rest of functions were not checked because the machine did not switch on. Needs to replace the power supply first. Handed the machine to user in same condition. Customer repaired the unit and it is unknown if the unit was returned to clinical use.

Event description:
N/a

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp and checked the power supply. The fse measured the 5v,12v and 29v on the power supply connector, but there was no output voltage and determined the power supply is defective. Rest of functions were not checked because the machine did not switch on. Needs to replace the power supply first. Handed the machine to user in same condition. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) had power supply failure. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.